Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude, noise, oversensing and pacing inhibition of up to five seconds on the right ventricular and right atrial channels. This was due to electromagnetic interference (emi). Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.